Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Maximum impedance varied between 463 and 14513 ohms from (B)(6) 2015, when sensing and pacing were turned off. Capture management turned off - no threshold data available. Atrial lead warning triggered, date available. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance, noise, and no capture. A lead replacement was attempted; however, due to atrial fibrillation during the procedure, the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.